Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not release from the catheter, so it had to be pulled off from the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution clip was visually and microscopically analyzed. The clip assembly was detached, the bottom part crushed indicating full deployment, and the catheter was kinked and unraveled. Dimensional testing between the bushing hooks was within specifications. No other problems with the device were noted. The reported event of clip being unable to release from the catheter was not confirmed, as the clip assembly was returned fully deployed. Analysis suggests the physician likely encountered difficulties during deployment, causing the control wire to bend. Contributing factors may include excessive force, use of pliers to extract the control wire, and procedure-related elements such as angulation and technique. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not release from the catheter, so it had to be pulled off from the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.